Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the atrial lead and ventricular lead has an impedance of 190-200 ohms. The ventricular lead remains in use. They planned to replace the atrial lead (B)(6) 2010. No patient complications have been reported as a result of this event.